Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed leak test. The buttons responded properly. No damage or moisture damage on the keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump has been experiencing delayed button response for the past two months. The issue has gotten progressively worse. The patient's blood glucose at the time of incident was 118 mg/dl. The issue occurred approximately four times per day. The insulin pump will be returned for analysis.